Manufacturer narrative:
A spacelabs field service engineer (fse) investigated the issue onsite. We are waiting to receive the report from the fse. Spacelabs is also evaluating the patient retrospective data. The investigation is underway. We will file a supplemental report when our investigation is concluded.

Event description:
Spacelabs received a customer call that a telemetry patient monitor failed to generate audio alarm for ventricular tachycardia (v-tac). The monitor did generate a visual alarm.

Manufacturer narrative:
A spacelabs field service engineer visited the customer site to investigate the event. The customer was unable to identify which central monitor and telemetry receiver module were involved in the event; therefore, no equipment testing was conducted. Patient retrospective data was provided by the customer. Analysis of the data identified a ventricular episode comprised of 15 beats starting at 3:06 a.m. On march 22, 2014. Beat-to-beat heart rates during this episode were 94, 88, 83, 83, 75, 79, 79, 88, 100, 107, 100, 107, 107, and 107. The rate of the first 9 beats did not meet requirements for ventricular tachycardia (vtach). The requirements for vtach are a heart rate faster than 90 beat per minute and more than 15% premature (defined as a heart rate 15% faster than the averaged previous heart rate). This device labels vtach as run. The monitor did generate a ventricular ¿run¿ alarm for the next 6 beats of this episode as indicated in the alarm section of the retrospective database. A visual alarm was observed by the clinician. Based on the analysis, the monitor would have generated an audible alarm along with the visual alarm when it detected the run starting with the 9th ventricular beat of the episode. The alarm volume setting on the monitor is adjustable by the customer. The volume setting at the time of the event is unknown. We note that the monitor was not taken out of service. In summary, spacelabs is unable to conclusively determine the root cause of the alleged failure to generate an audible alarm. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a customer call that a telemetry patient on central monitor model 91387-38 with telemetry receiver module model 90478 and transmitter model 91347 failed to generate an audio alarm for ventricular tachycardia (vtach) at 3:06 a.m. On (B)(6) 2014. The monitor did generate a visual alarm.